Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported the needle of a 31 g x 5 mm bd ultra fine¿ insulin pen needle detached inside the patients leg during use. Patient was able to remove it on their own. No medical interventions provided.

Manufacturer narrative:
A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7024638. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.